Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the connecting tube coating peeling, the additional findings are as follows: bending angle in the up direction did not meet specifications, due to wear of the angle wire; the bending section cover was not waterproof due to perforation; the forceps channel port was corroded; and the connecting tube was dented. The event can be detected/prevented by following the instructions for use which state: IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. Store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due physical stress such as rubbing or hitting insertion section, chemical stress from reprocessing not recommended by the IFU (instructions for use), or stress of inferior storage environment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had the insertion part pressed. The event occurred during preparation for use of a diagnostic procedure. There was no delay, and the procedure was completed using a similar device. The device was returned and evaluated, and the connecting tube had coating peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.